Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) due to lumbar canal stenosis (lcs). Intra-op, the lever of the upper arm got stuck and it became unable to be loosened or to be tightened from halfway. As there was fixation to some extent, the procedure was continued while the doctor of the first assistant holding it by hand. No patient symptoms or complications were reported as a result of this event. There was no delay in overall all procedure due to this event.

Manufacturer narrative:
Product analysis results: analysis results: visual and functional inspection confirmed the locking handle nearest the small knuckle of the flex arm is jammed. Attempted force to loosen the stuck handle was made, but it could not be done with a reasonable amount of force. It feels like the screw the lever connects to has become cross threaded inside the joint not allowing it to move. Root cause of jammed/stuck handle is undetermined. If information is provided in the future, a supplemental report will be issued.